Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the overflow drain broke. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for evaluation. The reported problem was confirmed. The drain valve was broken off. Replaced the drain valve to correct the problem and the device passed functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.